Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated transcatheter aortic valve replacement (tavr) procedure the patient experienced asystole while a temporary pacing system was placed externally through the inter jugular vein. The lead and ipg have been removed. No further patient complications have been reported as a result of this event.